Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was used during a robotic sacrocolpopexy procedure performed on (B)(6) 2014. According to the complainant, while the physician was attaching the mesh to the anterior portion of the bladder, she noticed that there was a missing knot at the far left side of the device. The physician added another stitch. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was report the patient was born in 1934. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.